Event description:
A leaflet fracture during the surgeon's attempt to rotate the valve. The pt expired 30 minutes postoperatively and the surgeon does not believe the pt's death as valve related. The valve was returned for analysis and add'l info has been requested.